Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(4). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the pcb00v preloaded device was received in a plastic bag at the manufacturing site. The cartridge component was observed correctly engaged into the preloaded unit. The plunger was observed in a fully advanced position. Visual inspection using magnification was performed. No lens was observed into the preloaded device. The lens was not returned. Residues of lubricant were detected at the cartridge tip and tube. The condition in which the sample was returned is consistent with a unit that has been used for surgery. No manufacturing defect were observed on the returned sample. As special request, the complaint unit was disassembled. The push rod was observed straight, and the rod tip is not bent/kinked. The cartridge was observed properly sited and/or installed in the preloaded body. No assembly errors or defects were identified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used. No product deficiency was identified. Based on the evidence observed, the lens was delivered from cartridge. The reported issue could not be confirmed on the return. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records and related documents for the production order of the device were reviewed and no discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that during an implant, after the lens was set, the surgeon felt that the injector was rather tight. However, the lens was inserted without a change and the trailing haptic was found to be torn. The lens was discarded. The trailing haptic remained in the injector. It was indicated that the surgery time was extended by about 20 minutes to replace the lens. The procedure was completed successfully with the back-up. There was no surgical intervention reported. There was no patient injury or no health hazard after lens replacement was reported. No further information provided.